Event description:
During an initial implant procedure for a right atrial (ra) leadless pacemaker (lp), it was not possible to separate the lp from the delivery catheter after successful fixation. During attempts to separate the lp from the catheter, the lp dislodged from the implant position. The lp was removed and replaced to resolve the event. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of device dislodgement and separation failure could not be confirmed. Visual inspection noted stretched helix; the helix length was out of specification. Helix elongation is consistent with having occurred during procedure. The diameter of the docking button is within specification. Further analysis performed found no anomaly. A review of the device history record (DHR) confirmed no issues were identified related to this reported event. Longevity assessment found above the elective replacement indicator (eri) voltage with appropriate remaining longevity.